Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient developed an itchy irritation under the device. The patient's physician prescribed triamcinolone cream for the irritation. The patient reported that the irritation improved after using the prescribed triamcinolone cream.